Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an urethral burn post operative happened. Due to this burn a report is required.

Manufacturer narrative:
Additional information was provided in section d9. Result of investigation: application error can be assumed. Apart from the normal signs of use (scratches, dents, corrosion), there are no signs of damage on the items sent in. The defect description of the customer cannot complete confirm in relation to burn. The loop/electrode used was not sent in, so no statement can be made about the overall instrument combination. We assume that heat is generated at the distal end during the application of hf current. This can cause the components to heat up and thus lead to burns. Reference is made to this in the IFU. The event is filed under internal karl storz complaint ID: (B)(4).